Manufacturer narrative:
One device was returned for repair. No record of previous service was found. Event history found no alarms related to primary complaint. On functional testing, lock status does not change once you lock the pump. Replaced the lock and cam flex sensor. Updated the software. Device passed all testing after repairs.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.